Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6006865 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 18 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 44 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6006865 was manufactured according to the document (B)(4) version 71 on the inset 6, on 03/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. On 08-august-2024, it was reported that the patient encountered infusion set leakage event from tubing or the interface between the tubing and the connectors. No further information available.